Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-06138. Note: the patient had two ipgs implanted. It was unknown which ipg was explanted; therefore both devices are being reported. It was reported one of the patient's ipg was inoperable. The ipg was explanted and replaced on (B)(6) 2016. It was reported the patient's stimulation was restored post-op.